Event description:
On (B)(6) 2026, a patient reported a product quality issue with cannula that was displaced from site that leads to leak. The patient experienced ketoacidosis from the catheters. The triple ketones were developed after not receiving insulin for several hours.

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).